Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was a restenosis of a non bsc stent implanted in the renal artery. A quantum apex balloon catheter was advanced in the previously implanted stent. During dilation, it was noted that there was a small dissection in the artery. The vessel dissection was treated using another quantum apex balloon catheter of the same size which was inflated at low pressure and the procedure was completed. No further patient complications were reported and the patient¿s status was fine. The patient was discharged.